Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room experiencing muscle stimulation. Upon interrogation, the pulse generator exhibited back-up vvi operation and a loss of output pacing was observed; premature battery depletion was suspected. Due to low battery status, further troubleshooting could not be performed. The device was explanted and replaced on (B)(6) 2016. The patient's condition post procedure was stable.